Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device became stuck on the renal artery. The device had been fired. The sales rep instructed the physician how to remove the instrument. The instrument was removed per the IFU and did not have to be excised. A gaping hole was found in the staple line. A second device was used without issue.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.